Event description:
The company representative sent an email to report that the customer received multiple no delivery alarms on the insulin pump. Customer opted to manually inject to treat for lunch. Later, the customer's nurses did a bolus through the insulin pump and it went through. The customer's blood glucose level was not known. It was stated that the customer would receive a replacement insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.